Event description:
A surgeon reported that during vitrectomy surgery, the black connector for connecting the vitrectomy probe broke. There was no consequence for the procedure completion, and no consequence for the pt. The connector had to be replaced twice. No further info is expected. This is the first of four reports being filed for this facility.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints against the system for the reported "connector issue" did indicate an increasing trend within the last 24 months. The root cause is unk at this time. An internal investigation has been opened to address the cpc connector issue. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).